Event description:
A vague report was received that the infusion pump over infused a secondary medication while in pt use. No specific clinical or pt info was received. No pt injury was reported. The hospital biomed dept reported that with their testing the pump ran 10% high.